Event description:
Boston scientific received information that this patient collapsed and fractured their mandible bone. The patient's cardiac resynchronization therapy defibrillator (crt-d) was checked at the hospital and the patient was found to have been having ventricular tachycardia (vt) in the monitor only zone (135-170 beats per minute) around the time of the collapse. The physician decided to turn therapy on in the monitor only vt-1 zone from 140 beats per minute. The crt-d continues to remain in service. No additional adverse patient effects occurred due to the inappropriate programming of the crt-d.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.